Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("allergic reactions/rash/skin condition"), abdominal pain lower ("crarnping"), cyst ("cysts"), headache ("headaches"), anxiety ("anxiety/ psych injury"), dyspareunia ("pain following sex/dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dermatitis allergic, abdominal pain lower, cyst, headache, anxiety, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, vaginal discharge, migraine and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cyst, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. Reporter information added. Events: dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal discharge, migraine, hormonal changes, plaintiff did not undergoes essure confirmation test added. Event coding hypersensitivity was updated to dermatitis allergy. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), abdominal pain lower ("cramping"), cyst ("cysts"), headache ("headaches"), anxiety ("anxiety") and dyspareunia ("pain following sex"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, abdominal pain lower, cyst, headache, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, anxiety, cyst, dyspareunia, genital haemorrhage, headache, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.